Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event 1043534-2014-00067.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Event description:
Allegedly pt. Developed a tender, soft tissue swelling in his gluteal region. When tested in (B)(6), his serum co level was 1.2 and serum cr was 0.4 mcg/l. His esr was 26 and crp was 3.37. His mr shows a posterior periarticular fluid collection with an inflammatory reaction around the lesion and an iliopsoas bursal fluid collection dissecting from the hip into iliac fossa. His hip joint culture is negative.